Manufacturer narrative:
Product ID 3037, serial# (B)(6); product type programmer, patient product ID 3 889-28, lot# va0yh4l, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the patient felt the device was making them urinate more on 2015 (B)(6). The patient's family member decreased stimulation from 3.9v to 3.0v on 2015 (B)(6) to see if that would help the patient's symptoms. They just adjusted the amplitude. The patient's family member noted that the patient broke their leg on 2015 (B)(6) and was currently recuperating in a nursing home. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient's bowels were not moving normally following implant. The patient was healing well but would follow up with the manufacturing representative. The patient reportedly complained of burning with urination as well as continued pain following implant. The patient also complained of urinary retention as well as frequency, urge incontinence, a neurogenic bladder, a uti, and cystitis, but these were prior to device implant.